Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was observed during device evaluation that foreign material was found in the air/water tube and cylinder. There was no patient involvement.

Manufacturer narrative:
It is unknown whether there was deviation from instructions for use in reprocessing steps for the location where the foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The event can be detected and prevented by the following the sections of instructions for use (IFU) below: -detection method is described in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. -preventive measures are described in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.